Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use (IFU) which accompanies this device currently addresses potential risks associated with surgically implanted materials. (B)(4).

Event description:
It was reported in the patient's medical records that as a result of having the product implanted, the patient has experienced vaginal mesh erosions/exposure requiring 2 removal surgeries, discharge, inability to have relations, revision of mesh/suturing, vaginal vault prolapse, recurrent cystocele, rectocele, urinary frequency, open vaginal wound with exposed vaginal mesh, granulation tissue, adhesion requiring excision and recurrent stress urinary incontinence.